Manufacturer narrative:
Permobil received call from reporter who identified themselves as counsel for the end-user to report an incident having occurred on (B)(6) 2023 where the device reportedly fell over forward and landing atop the end-user. The reporter described the event as the end-user traversing down a described "very steep" walkway that was incorporated to allow access to a local restaurant. The reporter described this pathway to appear extremely steep to where even able-bodied individuals would give second thought to use. It was described that approximately halfway down the device reportedly tipped over forward, due to the extreme grade, and landed atop the end-user which resulted in an fx to the femur, and undescribed injuries to their face and head. The reporter stated they are not making any claim or allegation of the device having malfunctioned in any way to have contributed to this event, with reports of the device remaining fully operational both before and after the reported event. Permobil provided reporter a copy of the user manual which outlines maximum recommended angles for safe operation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports while traversing down a steep grade pathway, the device reportedly tipped over forward, landing atop the end-user which resulted in serious injury. Requiring medical intervention to address.